Event description:
A malfunction was reported with the pump. The impact on the customer's blood glucose level was unknown, as the caller declined to answer. The customer planned to reset the malfunctioning pump at home once they had the charger's availability, with instructions provided by technical support on how to perform the reset.